Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, they were unable to issue medication as rxverify request was rejected by the pharmacy. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rxverify request was rejected. The technical support specialist (tss) found that the request for patient had been rejected by the pharmacist, despite another request for the same patient and medication having been approved. The tss noted that the rejected request had an expiration time. Tss was able to locate the transaction for which the rejected request happened, and the users were able to dispense the medication without any issues. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, they were unable to issue medication as rxverify request was rejected by the pharmacy. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.